Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. He patient's wife reported a rash on the front and back of the patient's torso. The patient's doctor provided an anti-fungal cream. During a follow up the wife reported that they were using the cream and cornstarch and that the irritation was still present but doing okay. The final medial outcome of the irritation is unknown. No allegation of a device malfunction.